Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. The supplied images presented an indeterminate amount of the core wire protruding through the polymer jacket near the distal tip. A review of the device history records of the specimen device performed by (B)(6) does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the operational instructions (IFU); before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: per cnf: it was reported that the front end of the guide wire splited when the package was opened. The device is expected to be returned before june 29th. There were no patient complications reported. Patient condition following procedure - stable. When was the problem noticed: unpacking. Patient outcome from the event: none. Event resolved - yes. Images provided 19 june 2024. Additional information provided 27 june 2024: was the zipwire hydrated prior to removal from the dispenser hoop as outlined in the dfu?[?]yes.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each pkg-hydro gw stf std s 150-035; returned reloaded into the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. Note: j-straightener and luer lock were not returned with the specimen. The specimen presented an overall length of 150.4cm and a finished diameter of .03370" to .03445". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal aspect of the core wire protrusion damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After wetting the specimen with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented 0.3 cm of the metallic core wire protruding through the polymer jacket 0.5 cm from the distal tip. The polymer jacket material presented indication of tensile distortion (stretching) in the vicinity of the core wire protrusion. The specimen also presented bend damage at 3.5 cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the operational instructions (IFU); -before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.